Manufacturer narrative:
Per the customer, the device was received with a zero battery charge and the device was not charging after 15 minutes it was plugged in to a power source. A resmed product specialist informed the customer that the device will need to charged overnight after the battery has been depleted. The customer informed resmed that the device did not charge overnight and sent the device to their company's service center for evaluation. No device was returned to resmed for investigation. The device has been returned to a third party for servicing, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was not charging. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing could not reproduce the reported device failure to charge. However, based on available evidence and investigations of a similar nature, the reported device failure to charge issue was caused by the software algorithm within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was not charging. There was no patient injury reported as a result of this incident.